Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient received a blood patch due to a suspected leakage of cerebrospinal fluid. The patient had been experiencing headaches, however, these symptoms were noted to be pre-existing and present prior to implant. Nevro attempted to obtain a medical assessment regarding the nature of the symptoms but was unsuccessful. There were no reported device-related issues from the patient prior to this incident and the patient continues to use the device to find effective pain relief.